Event description:
It was reported that t:slim x2 pump battery did not appear to charge properly, with charging connection unstable and requiring cable to be held or pump positioned in specific way for charging to be recognized. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of working wall outlet, tandem cable, and adapter, and after trying a different charging cable and changing charging supplies due to observed damage, pump began charging normally and no further assistance was required.